Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display, airway module power supply cable, and the mgas power supply board were replaced.

Event description:
The hospital reported the unit had a system reset error. There was no report of patient involvement.